Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID :neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient during a trial. During implant of the trial leads, immediately after they were put in the leads had come out, so the healthcare provider had to reinsert both sides. Troubleshooting resolved the reported issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient repeated the information previously obtained, but added that when the patient got home one of the leads migrated again because she stopped feeling the stimulation on one side. The patient used the correctly placed lead for the rest of the trial period. Patient stated that the physician determined that the leads just did not attach to any tissue and that is why they migrated.